Manufacturer narrative:
(B)(4). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that when "indwelling the catheter in a patient", the user found it "difficult to do it with a catheter alone". No injury was reported.